Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No error alarms were noted. The insulin pump passed the self test and reset error test. The insulin pump had multiple alarms in the alarm history due to corrupted history file. The insulin pump had minors scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported that they had an a21 alarm, a17 alarm and a47 alarm on insulin pump. The customer's blood glucose level was 173 mg/dl. The customer was treated with bolus using the insulin pump. The customer stated that the insulin pump was not use for an extended period of time. The insulin pump experienced unexpected restart. The troubleshooting was performed. The customer was advised that the insulin pump will be replaced due to more than one occurrence. No further information was reported.